Manufacturer narrative:
D4: lot number of the device is unknown - full UDI is not available.

Event description:
It was reported that, during use at the user facility, the e-sep pencil got close to a piece of hair with betadine and the hair caught on fire, causing a second-degree burn to the patient's forehead and extending onto the face. It was further reported that the burns required additional treatment in another hospital. It was also reported that the procedure was completed successfully without significant delay.